Event description:
The patient was under anesthesia for laser turp. The laser was set at 45 joules. The tip of the fiber and disintegrated into several pieces. These pieces were retrieved by the physician performing the procedure. No further difficulties were experienced for the remainder of the procedure and the patient suffered no ill effects. Analysis of the first probe was inconclusive and the manufacturer was notified.